Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the light hardly comes on the insulin pump screen after where it shows sometimes to read the insulin pump. The customer also report that number sometimes was not very plain and customer was not able to read the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also report the no delivery alarm. The insulin pump will not be return for analysis.